Manufacturer narrative:
B3: date of event: unknown. The date received by manufacturer has been used for this field. H6: investigation summary: it was reported the solution could not be extracted through the filter needle. To aid in the investigation, five photos were provided for evaluation by our quality team. The first photo shows a bayer packaging box that is damaged in one corner. Four photos show a vial. The fifth photo shows what appears to be a damaged vial with the bottom part missing. No other information could be obtained from the photos. A device history record review was completed for provided material number 305211, lot 9058710. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. To provide a probable root cause, a physical sample analysis would be required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd blunt fill needle was clogged. The following was received from the initial reporter: a complaint was received from south korea regarding filter needle batch no. 9058710 where the solution could not be extracted through the filter needle. Picture attached.